Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture broke. Another proglide was used with the same results. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received fully deployed and was missing the suture and posterior needle tip. The plunger anterior needle was engaged with the anterior cuff. However, the link was not attached to the anterior cuff. Examination of the link determined the link had detached from the anterior cuff and the link head was still intact. Inspection of the foot detected the posterior cuff loaded in the posterior foot pocket with the link attached with no detected damage to the foot, indicating a posterior cuff miss had occurred. The anterior cuff was removed from the anterior needle and the plunger/needle assembly was reinserted into the device to test for needle trajectory, push mandrel travel and needle depth. The test was successful with both needles entering their respective foot pocket and with the posterior needle ejecting the posterior cuff from the posterior foot pocket. The detachment of the link from the anterior cuff is only an observation and not a failure mode as it is the result of the posterior needle to cuff miss. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detachment at the anterior cuff. A cuff-miss can be influenced by many factors, including, but is not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the analysis of the returned components the reported suture break is not confirmed. A cause for the reported suture break could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.